Manufacturer narrative:
A button error alarm was received and buttons would not respond due to corroded keypad traces. The device was also received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.